Event description:
It was reported to philips that the device co2 module was defective and required replacement. There was no patient involvement. The customer requested assistance from a philips customer service representative. The customer explained that the co2 module for their device needed to be replaced. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the available information, it was determined that this was a malfunction of the co2 module. The customer was informed that parts/service are no longer available as the device has reached end of support. The customer is aware of the end of life terms and the device remains at the customer site.